Event description:
It was reported during a patient follow up after an atrial fibrillation ablation procedure performed with a safire blu duo ablation catheter and non-sjm generator completed on (B)(6) 2012, the patient's symptoms and echocardiogram suggested pulmonary vein stenosis. Prior to the ablation procedure, the patient had a CT scan which was segmented with verismo and used during the procedure. Additional visualization was done via intracardiac echo. No initial stenosis was noted during segmentation of the CT scan. During the procedure, angiography of the pulmonary veins was not performed. The physician noted that the ripv was comprised of smaller branches splitting off at the ostium of the vein. There were no issues or complications during the procedure itself. At a follow up with the physician, the patient complained of shortness of breath which prompted further evaluation. A subsequent CT scan confirmed stenosis of the ripv but no additional treatment or intervention has been done.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR review could not be done as the lot number was not provided. If the device is received or additional information becomes available a supplemental report will be filed. The root cause classification of the reported pulmonary vein stenosis is anticipated procedural complications as this is a clinically known complication of radiofrequency ablation procedures on or around the pulmonary veins.